Event description:
Machine alarmed for blood leak 15 minutes into dialysis treatment, blood leak test strip was positive, treatment stopped and blood was not returned, patient lost about 200ml of blood. New machine set up was started, 5 minutes into dialysis treatment machine alarmed for blood leak again and tested blood leak test strip was positive, treatment was stopped, blood was not returned, patient lost about 200ml of blood again, a third machine set up was started again, patient finished treatment without further problems. Same dialzyer lot number was used for all 3 machine set ups. Since the blood leak alarms, patient has returned for their scheduled dialysis treatments without complications. Dialysis treatment order: 400 blood flow rate, 800 dialysate flow rate , treatment time 4hrs and 30min. Other devices used: dialysis machine: fresenius t, bloodlines: streamline.